Event description:
A pt was being supported by left ventricular assist device (lvad) when the drive pressure on the top module of the dual drive console (ddc) began to fluctuate. The pt was immediately connected to a backup driver. Initially, flushed face and dizziness, but recovered without any adverse effects. The "ddc" was initially examined at the site by a thoratec service tech and the failure could not be recreated. The unit has been shipped back to thoratec for further evaluation. Any necessary corrective action will be determined upon completion of the failure investigation.